Event description:
It was reported that a patient had a lot of problems with her previous device. Her doctors had said it was impossible to bend the lead, but she always had a strange increase of stimulus that would go up without her making an adjustment. She was getting tortured and would have to rush to turn it off. The issue started in 2003. When her device was checked, it was noticed the lead was bent. X-rays were done and the device hadn¿t migrated; it was still in the same place. The patient had a revision and a new battery put in. They noticed the lead was bent, it was taken out, and a new one was put in at the left sacrum but the implantable neurostimulator (ins) was still in her right hip. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #6000032-2015-00028. It was unclear which device was involved in the event or if the event involved both devices.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# j0235594v, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type extension; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).